Event description:
It was reported that a revision surgery has been booked for (B)(6) 2020 due to a leak in the system.

Event description:
It was reported that a few years ago the patient presented with his inflatable penile prosthesis (ipp) device no longer inflating properly. The device was originally implanted some time in 2002 but the exact date is not known. It was found that there was fluid loss form the system. The device was explanted on (B)(6) 2020 and a new ipp device was implanted.